Event description:
A patient was undergoing exision for skin graft-plan was stsg [split thickness skin graft]. A dermatome removed- [approx] 4cm x 5xm full thickness and fat at the graft site. The operator described as blade "slip". The device [was] passed immediately off the table and examined: the device [was] set up appropriately, psi [pressure-pounds per square inch] was correct, device tested and seemed ok with nitrogen on. The guard screws and blade guard [were] tight and in correct position. Unable to recreate "slipped blade." [The patient was discharged to home for outpatient care. Their wound was treated with scarlet red (essentially as a burn).] Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.